Event description:
It was reported that the insulin pump alarmed no delivery several times during the manual prime process. The blood glucose reading was 380 mg/dl. The caller stated that this was a past event, advising that she had reverted to manual injections and currently felt better. She stated that the insulin pump alarmed no delivery again during the prime process. When she pushed with the plunger, the insulin did exit the tubing. A manual prime during of 5 units during troubleshooting ran successfully. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.